Event description:
It was reported that the system 9800 had poor image quality during a procedure. There was no adverse pt involvement beyond delay as the c-arm was replaced with another. No pt information was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. Collimator technique was suggested to the operator.